Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures identified foreign debris on the surfaces of the explants. As the implants were not returned no addition evaluations would be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown dare. Subsequently, the patient was revised due to infection. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femoral component - unknown. Unknown - unknown nexgen tibial component - unknown. Unknown - unknown nexgen patella - unknown. G2: foreign country: australia. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.